Manufacturer narrative:
The h10 field was updated with respect to the initial report for this device. Device evaluation results were added. Patient code 3191 captures the reportable event of surgery. This lead was thoroughly inspected and analyzed. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observation(s). Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type. The non-capture allegation was confirmed - due to the twisted lead body consistent with twiddler's syndrome.

Event description:
This right atrial (ra) lead exhibited loss of capture (loc). A chest x-ray confirmed the loc was attributed to twiddlers syndrome. The patient has history of twiddlers syndrome. As result, the patient underwent surgical intervention where in both the ra and right ventricular (rv) leads were extracted and replaced. No additional adverse patient effects reported

Manufacturer narrative:
(B)(4).

Event description:
This right atrial (ra) lead exhibited loss of capture (loc). A chest x-ray confirmed the loc was attributed to twiddlers syndrome. The patient has history of twiddlers syndrome. As result, the patient underwent surgical intervention wherein both the ra and right ventricular (rv) leads were extracted and replaced. No additional adverse patient effects reported